Event description:
(B)(4).it was reported that post a coronary artery stenting treatment procedure, the patient died. The 99% stenosed target lesion was in the right coronary artery (rca) with a 2.7mm reference vessel diameter and a 16mm lesion length. A 2.75x16mm liberte stent was implanted. Residual stenosis was 2%. The procedure was a technical success. Twelve days post index procedure, the patient experienced sudden cardiac death. The patient had been experiencing type iiib angina post procedure. Medications were iib iiia agents.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.